Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A consumer reported that following a cataract extraction and intraocular lens (iol) implant procedure, she is not able to see with light, she is not able to see green and red colors of traffic light and luminous signals. Additional information has been provided by the consumer that her condition persists and she has not sought medical care. The reporter did not provide any contact information; therefore, further follow up was not able to be conducted.